Manufacturer narrative:
The reported event the irrigation not working properly causing an annunciator was not duplicated and no failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. Based on review of the device instructions for use, the irr/pv annunciator will illuminate when it detects an irrigation problem at the pump, this annunciator will shut the ultrasonic function off as a safety precaution. Based on the IFU if the tubing is not routed properly through the irrigation pinch valve assembly it will cause this event to occur. The device was given preventative maintenance, cleaned, lubed, and adjusted before being returned to the customer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the console 100v was being used in a procedure when the irrigation stopped working. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the console 100v was being used in a procedure when the irrigation stopped working. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.